Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited black foreign material present in the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there were black foreign objects found in the nozzle. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: instruction manual (operation section) [for safe use], [chapter 4 section 2 endoscope insertion ¦ air/water supply, suction precautions], and instruction manual (cleaning/disinfection/sterilization section) [chapter 5 section 5 manual cleaning of endoscopes and accessories ¦ cleaning external surfaces], [chapter 5 section 7 rinsing endoscopes and accessories], [chapter 8 section 2 storage of disinfected endoscopes and accessories] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B5: no additional information received from customer. H2: correction. H11: correction. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there were black foreign objects found in the nozzle. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.